Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in resetting it, after which the issue was resolved, and the customer was advised that they could continue using the pump.